Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the 6f-7f mynxgrip vascular closure device (vcd) had an issue when shuttling the green handle. Opened a second mynx and it worked. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
A mynxgrip vascular closure device (vcd) 6f/7f had an issue when shuttling the green handle. A second mynxgrip was used successfully and hemostasis was achieved. There was no reported patient injury. The device was prepped according to IFU instructions. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The sealant was not stuck to device components. Other additional procedural details were requested but were unknown. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the device showed that the shuttle was engaged to the black handle with the stopcock closed, the syringe was not connected to the catheter, and the advancer tube was observed to have been covering the balloon proximal tip as received. The sealant and procedure sheath were not returned with the device. It was noticed that the sealant sleeve was not in its manufacturing position, approximately 11 mm from the shuttle cartridge distal tip. The shuttle cartridge was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to distal tamp. The shuttle down procedure was simulated, and no resistance was felt during the failure investigation. The balloon of the retuned device was inflated with water, and pressure was maintained. The returned device performed as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1915702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed based on the analysis of the returned device. The exact cause of the reported failure could not be conclusively determined during analysis. The returned device performed as intended per the mynx instructions for use (IFU). Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no anomalies noted during functional analysis. However, it could possibly be related to sheath conditions (although not returned), or even handling of the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.